Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported the needles are clogged. To aid in the investigation, fourteen samples with no packaging blisters were received for evaluation by our quality team. Three of the samples do not have the plastic shield and the safety mechanism has been activated. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Two samples expelled the solution with a normal flow, eight samples expelled the solution with a low flow and four samples did not expel the solution; these four needles are clogged. This defect could occur if during the lubrication application the needle became partially or completely clogged inducing the symptom reported. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the lubrication application process was performed. The settings and alignment of fixtures was correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. This complaint was created to capture the 5th of 9 related incidents. The following information was provided by the initial reporter: "the customer reported that "fluid was attempted to be pushed through the needle strongly but none came out initially. Eventually a few drops dripped out of the needle""